Event description:
It was reported that the lead had decreased r-waves, high impedance and sensing difficulties. There were positioning difficulties when the physician tried to reposition the lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage. Also noted was that there is only one setscrew mark on the right ventricular pin and it is too proximal. The lead was not fully inserted into the device.